Event description:
It was reported that the device was explanted in 2008 after 61 mos of implant duration due to unk reasons. No further details were provided. Info learnt from implant patient registry.

Manufacturer narrative:
Device not returned.